Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. The submitted log file contained data from 10nov2019 through 20nov2019. The file captured normal pump operation until 17nov2019 at 12:15:18 am. At this time, a low speed event was captured with a speed reduction to 3790 rpm (4810 rpm below the low speed limit). This event resulted in low speed advisory and low speed operation alarms and appeared to be associated with a pi event. Several additional low speed events were captured on 20nov2019 between 7:16:09 am and 7:33:31 am, resulting in multiple pump stops. The abnormal pump operation was associated with low speed advisory/hazard, low flow hazard, low speed operation, and motor stopped alarms. A few of these events were also associated with power elevations ranging from 8.0-11.7 watts. All of the observed low speed and pump stop events occurred while the patient was connected to the power module. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history the abnormal pump operation appeared to be consistent with driveline wire compromise. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, these documents address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for pump stoppage. The log fie for hmii contained multiple low speed, low flow, and pump stop events while the patient was connected to the power module. These types of alarms are associated with a short to shield condition within the patient's driveline. X rays were unremarkable. Patient is doing well on an ungrounded cable and on batteries while at the hospital. Cause of low flows most likely due to pump stoppage. No further information was provided.